Event description:
An article in 2008 claims that there was a: foreign-body reaction to the artelon cmc joint spacer: case report, edward w. Choung, do, virak tan, md.

Manufacturer narrative:
X-ray pictures shows that the thumb metacarpal dorsal cortex preparation appears to have destroyed all the cortical bone causing inadequate fixation of the spacer. Also, the metacarpal screw appears too long and seems to penetrate the articular surface (which may explain the pain). It seems that user errors rather than foreign body reaction have caused the symptoms, not the device itself.